Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient's date of birth was not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pt receiving injectafer 750mg medication given within appropriate time frame however the pump continued to pump the remaining medication in tube even when air had passed beyond the pump air sensor no harm to patient as pumped was stopped by rn before any air delivered to patient pump brain # (B)(4)". The pump was removed from the patient care area.

Manufacturer narrative:
The customer¿s report of the source device failing to alarm when air passed beyond the air in line sensor was not confirmed. Physical inspection of the device noted no damage or any anomalies. Review of the pcu event log showed records of 22 air in line alarms associated to the source device between (B)(6) 2019 and (B)(6) 2019. The presence of air in line alarms are indicative of the ail sensor detecting air in the tubing. On (B)(6) 2019, logs recorded the ail bolus limit settings at 250l; accumulated air enabled. Results from the air in line threshold test method demonstrated the device successfully passing single air bolus detection and an accumulated air detection tests. The root cause of the customer¿s report of the pump module not alarming for air in the line was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pt receiving injectafer 750mg medication given within appropriate time frame however the pump continued to pump the remaining medication in tube even when air had passed beyond the pump air sensor no harm to patient as pumped was stopped by rn before any air delivered to patient pump brain #10720782, pump #10720547" the pump was removed from the patient care area. Received a copy of the customer's adverse event report letter from FDA which states, "pi receiving injectafer 750mg medication given within appropriate time frame however the pump continued to pump the remaining medication in tube even when air had passed beyond the pump air sensor no harm to patient as pumped was stopped by rn before any air delivered to patient pump brain #10720782, pump #10720547"